Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: in order to make sure the tension holder fulfil its intended function the following setup was done additionally: the tension holder was fixed on the cable and the then mounted upside-down on the cable tensioner and tension was build up to the nominal force. It can be stated that the tension holder was holding the force without seepage. This procedure was executed with 1.0mm and 1.7mm cable. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned devices do not show any visual signs of damage or impairment. Annular spring is missing. With the returned device, the described complaint state could not be replicated. Functional testing with 1.0mm and the 1.7mm cable and equivalent instrumentation was successful and did not show any deviation from the intended use. In order to make sure the tension holder fulfil its intended function the following setup was done additionally: the tension holder was fixed on the cable and the then mounted upside-down on the cable tensioner and tension was build up to the nominal force. It can be stated that the tension holder was holding the force without slippage. This procedure was executed with 1.0mm and 1.7mm cable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was received for evaluation on feb 2, 2015.subject device has been received and is currently in the evaluation process.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a tension holder will not hold properly, the lever is loose and have to much clearance. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.